Event description:
It was reported patient enrolled in a clinical study underwent a left total hip revision procedure on (B)(6) 1986. Subsequently, patient underwent a revision procedure on (B)(6) 1990 for unknown reasons. Patient underwent a hardware removal procedure on (B)(6) 1992. It was further reported patient underwent a revision procedure on (B)(6) 2005 for unknown reasons. Subsequently, patient was revised on (B)(6) 2006 due to dislocation. The modular head, acetabular cup and liner were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. The following sections could not be completed as limited information was available: product identification & expiry date; manufacture date. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2014-00822 & 03216 / 03218).